Event description:
After the precise stent was deployed the physician noticed that blood flow had slowed. After post-dilation, the physician suctioned the filter basket and safely removed the angioguard device. Following the procedure, the pt developed alogia (aphasia) and right-hand paralysis. An mra revealed an obstruction of the anterior and middle cerebral arteries. The pt was a male. The target lesion was left internal carotid artery. There was mild calcification and vessel tortuosity, and a 50% stenosis. There was no difficulty positioning the angioguard distal protection device beyond the lesion or placing the stent. The vessel diameter at the site of filter deployment was approx 5.1mm and there was good wall apposition with the filter basket. After the filter basket was suctioned, blood flow did not return to normal. Following the procedure, the pt developed alogia (aphasia) and right-hand paralysis. The physician injected urokinase, but the symptoms had not resolved. The pt still suffers residual effects but is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated while mfg. Report #9616099-2008-00117.